Event description:
Pump alarmed. Displayed an error: "air in line" to clear it channel was opened l to remove the air. Could not find any air. Went to plug it in and restart it but the restart screen takes a long time on these braun pumps. Same issue happened 2 more times.